Event description:
It was reported that the patient underwent an original implantation surgery for a spectra concealable penile prosthesis (spp). During the surgery, an spp consisting of 12 mm x 16 cm cylinders, was attempted and not implanted due to an unspecified reason. The patient was then implanted with an alternative spp consisting of 12 mm x 16 cm cylinders. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent an original implantation surgery for a spectra concealable penile prosthesis (spp). During the surgery, an spp consisting of 12 mm x 16 cm cylinders, was attempted and not implanted due to an unspecified reason. The patient was then implanted with an alternative spp consisting of 12 mm x 16 cm cylinders. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: hospitalization. Initial or prolonged removed from outcomes attrib to adv event field.